Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01sep2024 as data was collected between 01jun2016 and 01sep2024. Author information: houston methodist hospital, houston, tx; methodist cardiovascular surgery associates, houston, tx. Patel, k., suarez, e. E., guha, a., uy, n., kim, j., akay, m., & bhimaraj, a. (2025). Real-world outcomes of impella 5/5.5 in advanced heart failure patients. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.569. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient transplants could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through research article "real-world outcomes of impella 5/5.5 in advanced heart failure patients", both the short-and long-term outcomes of impella 5/5.5 as temporary mechanical circulatory support (mcs)(t-mcs) in advanced heart failure patients. From jun2016 to sep2024, the researchers identified patients receiving an impella 5/5.5. Of the total cohort, 31 (11.5%) received a left ventricular assist device (lvad), the majority having received a heartmate 3 (n=24). Post lvad, 10 (3.7%) died, 8 (3%) underwent open heart transplant (oht), and 13 (4.8%) survived.